Manufacturer narrative:
Device manufacturing records were reviewed. Review of programming history. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected but did not cause or contribute to a death.

Event description:
It was reported by the neurologist that diagnostic results of the vns patient¿s generator revealed high impedance (6433 ohms) but was not programmed off. The patient was referred for x-rays and surgery. Surgery is likely but has not taken place. Clinic notes were received for the vns patient¿s office visit involving increasing lead impedance values on (B)(6) 2014. The notes indicate that the patient experienced an increase in breakthrough seizures so the surgeon increased the patient¿s settings on (B)(6) 2014. The patient has autism and his aggressiveness is believed to have contributed to the reported lead impedance. Review of the available programming and diagnostic history showed normal diagnostic results through 2011. Attempts for additional information have been unsuccessful.

Event description:
Patient underwent surgery on (B)(6) 2015 and was implanted with vns generator and lead.

Event description:
Additional information was received stating that the vns patient underwent surgery to explant the generator and lead due to high impedance on (B)(6) 2014. Pre-operative diagnostic results showed high impedance (impedance value ¿ 7641 ohms). The patient¿s generator was replaced and diagnostic results with the replacement generator and existing lead also showed high impedance. When the surgeon went to replace the lead, it was noted that the patient may have manipulated the device as one electrode had broken/slipped off the nerve and was slightly corroded. The surgeon observed significant scar tissue and fibrosis when explanting the lead. The patient was not re-implanted as the surgeon was unable to find adequate space on the nerve to place the new lead. Attempts to have the product returned for analysis were made but the product has not been received to date.